Event description:
It was reported via repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with notification that service for this complaint was cancelled due to the account being in the process of re-evaluating issues. An investigation will be reopened if additional information is received. Evaluation cancelled.

Event description:
It was reported via repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.